Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 300 mg/dl. The customer reported that the bg level was due to over eating on "some cake". The bg level was addressed with a bolus via the pump before the cartridge alarm occurred. Reportedly, the customer had insulin injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed for the alarm 19 and could not be confirmed for the high bg . In addition, a different issue was also found.